Manufacturer narrative:
The device was not available for evaluation. It was reported that there was revision surgery to remove a plate that had broken locking mechanisms. It was a 2 level, 20mm resonate plate at c3-5. The original surgery date is currently not known. The revision date was (B)(6) 2024. It was reported the patient was undergoing surgery for an adjacent level when the broken locking mechanisms were noticed. The surgeon proceeded to remove the plate and screws and did not replace them because fusion had already occurred at those levels. No adverse effect to the patient was reported. At the time of this report, x-rays are not available. Therefore it is unclear how much the screws were backing out. It was reported the surgeon's technique to implant the plate was to use the awl with sleeve and insert variable angle screws without drilling. Pictures of the ex-planted plate with broken sliders were provided. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations can be made for the cause of the reported issue at the moment.

Event description:
It was reported that a revision was needed to replace resonate screws backing out of the plate post-operatively.